Manufacturer narrative:
Na

Event description:
The patient presented to the emergency room with post sensed t-wave oversensing on the ventricular lead. The patient received inappropriate therapy. The physician may add a new sense/pace lead. No further information was available.